Event description:
It was reported that difficult deflation was encountered following the first inflation, during a carotid angioplasty procedure of a highly calcified lesion. Partial deflation was achieved and the balloon catheter and introducer sheath were removed as a unit. Another balloon catheter was used to successfully complete the procedure and the patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature..any use for procedures other than thos indicated in the instructions is not recommended..when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen..the larger the syringe diameter, the greater the suction that is applied. For maximum deflation, a 20cc syringe is recommended."